Event description:
A report was received that the patient was experiencing burning pain in the head and neck which impairs him to perform his activities. The patient will undergo an explant procedure.

Event description:
A report was received that the patient has a failed spinal cord stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial / lot #: (B)(4)/352751 description: linear 3-6 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's non-bsc system was explanted. The bsc system remained implanted in the patient which worked fine.